Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced continuous heating at the level of the ins during and outside the recharge period, evoking a burning sensation. The patient also was giving electric shocks to anyone he comes into contact with (shaking h ands, kissing, etc.). This appeared following implant. Impedance measurements were in normal range. Contributing factor to be considered: one out of the 2 cables of each lead were not connected to the ins and are closed to the ins. The ins only has 2 channels there were 4 cables. Patient was asked to switch off his ins for few days in order to see if the symptoms disappeared. Also stated that the patient was advised to reduce the speed to see if this had any impact on the burning sensation. Issue was not resolved. No surgical intervention occurred, nor was planned. Additional information received reported that the cause was not known. It was not known yet if any actions will be taken. The rep was still waiting for feedback from the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977c265 serial (B)(6) implanted: (B)(6) 2022 : product type lead; product ID: 977c265, serial (B)(6), implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial (B)(6), ubd: 04-mar-2025, UDI#: (B)(4); product ID: 977c265, serial (B)(6), ubd: 10-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that no further action is actually plan. Patient will contact the programming nurse if needed. With reprogramming, it seems there is no more overheating, nevertheless, the programming is a bit less efficient than the one that was used before and we can still not explain with certainty what is exactly happening when using other contact lead.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2022. Explanted: product type lead product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. After the patient¿s appointment on 2024-jul-24, the following updates were confirmed; impedances were normal, patient was reporting that there is no heating of the ins when it is turned off, that there is no heating of the ins with program c which had been configured for them during the previous consultation ¿ this program is using a different contact lead than the other programs, and that the patient has not tried decreasing the charging speed. Program c causing no discomfort. The report indicates that groups b and c use the same electrodes; ts then asked what the difference in stimulation was between group b and group c for the patient. In terms of. It was recommended to the rep that they continue using electrodes 8-15, as the patient has good therapy and no overheating. The rep stated that the previous program b (hd-evolve), which caused overheating, was also programmed on electrode 8-15, but not on the same pads. Program b was modified using the same pads as those used for program c (conventional), to test whether overheating returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that no feedback had been received. The patient has a new appointment on (B)(6) with a nurse.

Manufacturer narrative:
Correction d6b: updates to show explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.